Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: mainboard defective. Correction: replaced mainboard.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: blank display due to defective mainboard.